Event description:
It was reported that, the headpiece of the "t-max beach chair" was not tightening down properly. When the medical staff tightened the black knob, the headpiece was still loose apparently. No case reported; therefore, there was no patient involvement.

Manufacturer narrative:
Event description updated.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, the headpiece of the "t-max beach chair" was not tightening down properly. When the medical staff tightened the black knob, the headpiece was still loose apparently. It is unknown if the event happened during surgery. Therefore, no patient involvement or surgical complications could be confirmed. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. No issues were noted. A functional evaluation was performed. The hex bar was loose from the ball assembly. The loctite that secures the ball to the hex shaft failed. No product identification information was provided and thus a manufacturing record review could not be conducted. A complaint history review concluded this was a repeat issue. The complaint was confirmed and the root cause has been associated with a degradation problem